Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 110 mg/dl at the time of the incident. The customer reported the alarm occurred when they tried to fill the line. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the displacement test due to motor high current draw. The pump passed the idle current and run current tests. Unable to perform the self-test, off no power, unexpected restart, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the alarm. The pump had minor scratches on the display window and a cracked reservoir tube lip.